Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
The knee became infected following surgery. Washout and liner revised only. (Right) adverse event statement: patient had knee replacement surgery on (B)(6) 2016. Revised advance double high tibial insert size 3, 17 mm due to infection on (B)(6) 2016. Replaced with advance ii mp tibial insert size 3, 17 mm.